Event description:
Sigma received medwatch report #(B)(4) on (B)(4) 2012 which stated "pump beeping. When touched by paramedic and nurse, it shocked them both. The screen turned off and stated it should be "shut off again then restarted". Pump would not restart. Then it stated it needed service and continued beeping. Had to turn off heparin infusion for more than 15 minutes and switch out pump." The customer also reported that a collection of additional laboratory samples was required to assess the pt's ptt levels.

Manufacturer narrative:
(B)(4). The device was not returned to sigma for evaluation and therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted. (B)(4).